Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential hematoma postoperatively. The exact root cause cannot be determined. The likely cause was determined to have been subcutaneous deployment resulting in a failed closure and closure complication postoperatively. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported an unknown issue with the angio-seal device involved. After deployment, the patient felt a pop hours later or days later. After the pop, the patient was sent to surgery. The estimated blood loss was less than 250cc's. The reported event resulted in injury, a pseudo aneurysm. There is a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The patient required manual compression and pressure dressing. Additional information was received on 17 may 2024: the procedure performed prior to using the angio-seal device was a carotid stenting using an 8 french sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device. A pre-deployment angiogram was not performed. The initial hemostasis was not achieved by the angio-seal device. Multiple sticks were not performed to gain arterial access. The puncture site was not below the common femoral artery or a low stick. Testing performed to diagnose the pseudoaneurysm ultrasound (us) with no pseudoaneurysm. Computerized tomography (CT) a/p with no active xray. Manual pressure was applied for forty (40) minutes. Eighteen (18) hours after the procedure, patient went to magnetic resonance imaging (MRI) and felt swelling.

Manufacturer narrative:
. E3: occupation: neuro interventional radiologist a review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.